Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there was resistance while inserting the mitraclip xtw through the steerable guide catheter (sgc). It was decided to retract the mitraclip into the hemostatic valve. After it was removed, it was noted that the clip had opened to approximately 10-20 degrees. The clip was discarded and another mitraclip was selected. Two mitraclips were implanted successfully and the final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported difficult to advance the cds could not be determined. The reported retraction problem of the clip introducer (ci) appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.